Event description:
It was reported that the lead dislodged shortly after the implantation. A reposition attempt failed and a new lead was implanted. The explanted lead was not returned but discarded.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.